Event description:
In the literature review titled "bicon threaded acetabular cup fracture, case report, mode of failure and review of the literature", it was reported that, after undergoing primary tha in 2001 due to dysplasia using a zweymüller stem and a second-generation bicon threaded titanium acetabular cup, whose postoperative course was uneventful, with the implant showing good osteointegration with no signs of loosening or wear for 13 years, a patient presented with acute hip pain and impaired mobility requiring the use of crutches. Radiographs revealed a fracture in the anterior-superior portion of the acetabular shell. Revision surgery was performed in 2014, during which the fractured portion was found to be loose, while the remaining cup was well-fixed. The defect was reconstructed using a femoral head allograft and a new hemispheric acetabular cup was implanted. At 18 months post-revision, the patient was doing well, with minor trochanteric pain due to a hook plate.

Manufacturer narrative:
Internal reference number: (B)(4). Doi: 10.15406/mojor.2016.06.00235. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the complaint device used in treatment was not returned for investigation. A visual evaluation was performed on images within the case study, and it showed a fracture on the alleged product. No batch number was communicated so the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing no additional complaints over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use 12.23, ed 03/21 states pain and joint instability as "potential adverse device effects" and implant component fracture as "potential medical device problem" in combination with the implantation of a hip prosthesis. Since the device is not available, it is not possible to perform an assessment of material characteristics. Due to limited information, it is not possible to conduct a product print review. The clinical information provided was reviewed. A somewhat high hip center was used to achieve as much coverage as possible in a patient with severe hip dysplasia per the case study and it was concluded that ¿the anterior-superior part of the cap fractured due to repeated loading of a non-osteointegrated area, secondary to the lack of bony support¿. However, based on the information within the case study, cannot definitively rule out possible mechanical and/or patient factors (i.e. Bmi of 27.3) as possible contributing factors to the reported event. The patient impact included pre-revision onset of acute pain due to shell fracture secondary to lack of bony support requiring ambulatory assist device and subsequent revision including screw augmentation and hook plate with cerclage the root cause of the event can be traced to non-device related factors. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. There is no need for further actions, nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.